Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, upon inspection of the unit, fse found only user errors related to the iab catheter. No technical errors were present. Fse performed a complete system checkout and functional test. Unit passed all testing and was cleared for clinical use. No problems found.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra aortic balloon pump is not working. There was no patient involved.